Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: bleeding is a known potential adverse effects associated with any cardiac or thoracic procedure, open or catheter-based. Per the mosaic IFU, anticoagulant/antiplatelet-related hemorrhage is identified as a potential adverse event that could lead to reoperation, explantation, permanent disability or death. (B)(4).

Event description:
Medtronic received information that this prosthetic aortic valve was part of a randomized clinical study entitled the (B)(4) trial, designed to compare transcatheter and surgical valves from several manufacturers. One day following the implant of this bioprosthetic valve, the sternal incision was reopened to ligate incisional bleeding which caused hemopericardium with compromised cardiac function. The physician stated no further surgical exploration was required. The source of the bleeding was not determined and was unrelated to the valve. No other adverse patient effects were reported.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Event description:
Additional information was received that 3 years and six months post implant, the electrocardiogram (ECG) showed atrial fibrillation (afib)/flutter and complete heart block (chb). A permanent pacemaker was implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.